Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there was high impedance noted on the left ventricular lead. Programming changes were made. There were no patient consequences.